Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative indicated the catheter was reposition on (B)(6) 2012. No further information could be obtained. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc, lot # unknown, implanted: (B)(6) 2011, product type catheter.

Event description:
On 2017-mar-31, information was received from an unknown foreign healthcare professional (hcp) via clinical service and a manufacturer representative (rep) regarding a patient receiving baclofen (concentration 1000 (unknown unit), dose 230 (unknown unit)) via an implantable pump for an unknown indication for use. On (B)(6) 2012, the patient experienced a lead dislodgement, clarified to be a catheter dislodgment. There were no known contributing factors. The diagnostics/troubleshooting performed was unknown. The event resulted in a repositioning (surgical interventions) of the catheter that resolved the event. The patient's status at the time of this report was listed as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.